Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 25mm 3000tfx aortic valve is underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to calcification, regurgitation, and stenosis. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion.

Event description:
It was learned, that a patient with a 25mm 3000tfx aortic valve is under evaluation. For a valve-in-valve procedure. After an implant duration of 9 years 5 months, due to unknown reason.

Event description:
It was learned that a patient with a 25mm 3000tfx aortic valve is underwent a valve-in-valve procedure after an implant duration of 9 years, 5 months due to calcification, regurgitation, and stenosis. The patient presented with heart failure. The tavr was performed with a 23mm 9750tfx transcatheter valve.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.